Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient (pt) reported that the hardest thing was getting the ins to recharge. Pt noted that the ins was for their legs. Pt stated that they told hcp that they were having such a hard time recharging the ins and hcp said that they wouldn't have that hard of a time recharging the new ins (pt will be having a second scs ins implanted). Pt stated that their biggest complaint with their current ins was that they couldn't keep the equipment located where it stays put to recharge the ins. Pt stated that recharging the ins took forever and that they couldn't move without losing the signal. Pt stated that when they get the equipment positioned to recharge the ins, they had to hold the equipment in place the best that they could. Pt stated that the best way they could recharge the ins was to stop everything they were doing and go to bed with the equipment and not move as much as they could and literally lay on top of the pa ddle to get the ins to recharge. Pt stated that only one time did the equipment say that it was overheated when trying to recharge the ins that way. Pt noted that they used the belt and adhesive discs while recharging the ins. Pt stated that getting the ins to recharge was virtually impossible as they couldn't keep the signal strong enough; pt stated that this was every single time they had to recharge the ins. Pt stated that this issue had been since day one. Pss reviewed with the pt that the equipment seemed to be working as intended and that since the issue started since implant, possibly the cause was the position/depth of the ins. Pt noted that hcp was with prc associates in port orange; pt provided hcp's phone number as (B)(6). Pt's main reasons for calling was to inquire about the status of the approval for their second ins. Pt noted that they had the trial done around mother's day. Pt mentioned that carmen was their main rep and that they had worked with two other reps as well (names unknown). Pss advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that troubleshooting performed to address the recharging issues was the patient tried to use stickers to recharge, but the patient will be having their ins replaced. It was clarified that the second ins will replace the patient¿s first ins. The cause of the recharging issue has not been determined. The issue has not yet been resolved as the patient is waiting for a surgery date and insurance authorization. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# unknown product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back stating they are still having issues with charging the implant and loosing the connection even if they don't move. Caller stated they thought they hated the previous recharger but they hate this one more. Caller stated they think their equipment is faulty and that they need replacements. Caller stated they met with the rep and they said "you need to keep it centered" and caller stated she is not an idiot and knows where to place it. Caller stated the implant is not too deep in the body nor could it be flipped. Caller stated it shouldn't be this difficult to charge. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green flashing light above screen; controller is 60 percent and implant is 60 percent. Caller confirmed standing position and using the belt. Agent reviewed how to properly place paddle over implant. Caller then connected recharger and confirmed charging excellent. On the call implant battery increased to 80 percent. Agent reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persists. Caller mentioned they are meeting with the rep on monday.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.